Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right tmj prosthesis was explanted.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed, as scans were provided for the planning of new unilateral right side tmj implants. The patient received bilateral tmj devices in (B)(6) 2009, but scans from (B)(6) 2025 show that the right-side devices were removed and replaced with a spacer. New unilateral right-side tmj implants were planned, manufactured, and shipped under ID# (B)(4), though no additional details about the revision surgery or its reason were available from the sales or clinical teams. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.